Event description:
Reportedly, an error occurred on (B)(6) 2015 during the printing of a real time egm. A blank strip was printed, with only the defibrillator model and serial number on the header of the strip.

Event description:
Reportedly, an error occurred on (B)(6) 2015 during the printing of a real time egm. A blank strip was printed, with only the defibrillator model and serial number on the header of the strip.